Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2017 with blood glucose of 845 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer experienced symptoms such as throwing up and abdominal pain. They were taken off the device. The customer was treated with syringes. When they were put back on the insulin pump, the customer went back into diabetes ketoacidosis. Customer¿s current blood glucose value was 156 mg/dl. Troubleshooting was performed. The customer mentioned that they had received a no delivery alarm. It was resolved with a complete infusion and reservoir set change. The drive support cap was normal. The device did not pass the basic occlusion test. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.